Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar cautery instrument was found to have a broken instrument tube adapter. This component is located at the distal end of the instrument and serves as the interface between the instrument and the user installed tip accessory. The broken piece was not returned and measured approximately 2.77mm x 1.961mm in size. Additional findings not reported by site: the instrument was found to have a detached fragment. The detached fragment was a piece that broke off from the instruments tube adapter. The broken piece was not returned with the instrument. The instrument was found to have one of the electrical contacts broken. The broken piece measures approximately 1.00mm x 2.40mm. The broken piece was not returned. The broken electrical contact most likely broke as a result of the break on the instruments tube adapter. Also, the instrument was found to have a detached electrical contact. The electrical contact was not returned with the instrument. The complaint was confirmed by failure analysis. The probable root cause of a damaged tube adapter is attributed to either tip accessory installation issues or damage during use. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the monopolar cautery instrument was missing the tip. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.